Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. A device history record review was not completed due to the lot number not being provided with the reported event. The device is not available for evaluation because it was discarded at the hospital due to contamination.

Event description:
Swan ganz pacing catheter - it was reported that blood was leaking back through thermistor connector. Insertion of catheter was problem free, but soon after insertion blood began leaking back through the thermistor. Sales representative saw the catheter and the whole thermistor connector was coated in blood. Staff removed the catheter and replaced with a new one. Follow up indicated that blood loss was a few milliliters. The clinician tied a tight knot in the thermistor lumen extension as soon as they noticed the bleed back and that stopped it. The blood loss was not associated with any adverse event.